Event description:
Device 2 of 2, reference 1627487-2013-23234. It was reported during an attempted surgical procedure to implant two trial leads on (B)(6) 2013, the pt was feeling uncomfortable due to intense pressure in her back, chest and ribs. Subsequently, the physician abandoned the surgical procedure.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.